Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of lioresal at 958 mcg/day via an implantable pump. The indication for use was not provided. It was reported by the patient's wife that the residual pump volumes had been consistently higher than expected. The consumer was unable to report how much higher. It was reported a dye study showed a normally functioning catheter. The pump was replaced on (B)(6) 2019 and the dose was decreased by 21%. The patient remained inpatient overnight. The hospital was in possession of the device and planned to returned the device to he manufacturer. It was reported the issue was resolved at the time of the report, (B)(6) 2019, and the healthcare provider had no further information regarding this event. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the baclofen with concentration 2,000.0 mcg/ml was being administered at a dose rate of 1, 214.5 mcg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was noted as having administered compounded baclofen (previously reported as lioresal). Prophylactic removal of pump to avoid in-vivo battery depletion was indicated. The patient was without injury and had recovered without sequela. The pump was returned to the manufacturer for analysis.